Event description:
On (B)(4) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter had a line through the display. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue was discovered at an unspecified time in the mornings of (B)(6) 2011. The reporter stated that the patient manages his diabetes with the insulin pump and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Six hours after the alleged issue first occurred, the reporter claimed that the patient developed symptoms of 'vomiting and low tolerance for water' and on (B)(6) 2011 at 5:00pm, was given 10units of apidra in response to these symptoms. The cca was also informed by the reporter that the patient tested with an onetouch ultramini meter in the morning of (B)(6) 2011, and obtained a reading of 'hi.' During troubleshooting, the cca determined that there was any evidence of misuse. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/broken lcd and low/dead batteries. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.